Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator generated an error during patient use. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
(B)(4). Received new information indicating that the 840 ventilator was not communicating with the customer's wireless upload system and that the customer system was the issue. There was nothing wrong with the 840 ventilator per the customer. The customer tested and checked their server setting to fix the issue.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.